Event description:
Malfunction: tracker misalignment. The system operator reported the eye tracker needed alignment. The eye tracker misalignment did not occur during surgery and there is not report of pt/user harm related to this issue. A service call was completed that included realignment of the eye tracker.

Manufacturer narrative:
Determination of root cause. Assessment: a review for three months prior to the previous of this event ((B) (4) 2007 to (B) (4) 2008) showed no previous complaints of the tracker misalignment for this system. The field service engineer observed the eye tracker aligned 2 mm to the right side. The tracker was realigned and system verification was completed to the specifications. Conclusion: based on analysis of info provided, the root cause of this complaint is component related; specifically the eye tracker needing alignment. No further corrective and preventive action is warranted at this time. (B) (4). (B) (4). (B) (4).